Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked; further described as ¿the pipe tray is leaking¿. This occurred during an unspecified process step of automated peritoneal dialysis (pd) therapy. The patient was not connected during the time of the event. Renal therapy services (rts) assisted the patient in removing the cassette from the homechoice device. Rts advised the patient in shutting down and resetting the device for therapy. The cassette was then replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.